Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 9 days ((B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test failure condition was observed on (B)(6) 2021 at 18:23. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data, and the resolution was not observed within the data. No other notable events were observed. A log file was also extracted from the system controller during testing, containing data spanning approximately 11 days ((B)(6) 2021 per time stamp). However, no notable events were observed throughout this log file. The returned system controller (serial number (B)(6)) and the exchanged returned backup battery (serial number (B)(6)) were both functionally tested and were found to perform as intended, and backup battery fault alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Backup battery fault alarms caused by load test failure conditions with an unknown root cause are being addressed via a corrective action. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was also observed to have passed all initial manufacturing testing (per the incoming inspection test datasheet). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for review. The log file captured backup battery faults due to the backup battery failing the load test failure. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.